Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a black screen and then kept alarming. The customer believed this is the reason why she was running high. The blood glucose reading was 272mg/dl. Troubleshooting was performed; the drive support cap was slightly indented in one side and flush in the other side. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a faulty force sensor resistor. Cracks by the display window, battery tube threads, reservoir tube lip, reservoir tube window, a scratched lcd window and missing end cap sticker noted.